Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when you stated that the other two rows did not form at all, were any staples deployed into the tissue for these two rows? If yes, what was the appearance of the staples (malformed, unformed, etc.)? Yes. Staples did deploy. Went through the tissue. Staples appeared as goal posts and not b-shaped as seen in photo. If yes, were any staples missing from the staple line (staples still in cartridge, etc.)? No staples seemed to be missing from the staple row. When you stated that the most medial row on the patient side formed completely, was this the row that was closest to the knife during firing or furthest from the device during firing? The most medial staple row referenced was the staple row furthest from the knife blade, on the patient side. What was the brand/product code of the buttressing being used? Gore. You mentioned that hemostatic products were used. Did bleeding occur? Bleeding was not present, however, these agents were used in attempt to reinforce the intact staples as much as possible. If yes, how much blood was lost (ml)? N/a. If yes, did the patient require a transfusion? N/a. Was a leak test performed and if so, what was the result? A leak test was performed during surgery and no leak was detected. Additionally, a leak test was done the following morning and no leak was detected. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No patient consequence. Photographic analysis: based on the photo evidence of the subject gst60t, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.

Event description:
It was reported that during a sleeve gastrectomy procedure, it was the first firing with the linear cutter and a black reload was used. Buttressing was used. All three rows on the specimen side and most medial row on the patient side formed completely. Other two rows did not form at all. The row was over sewn and hemostatic products were used. The same stapler was used for the remainder of the case without incident. Second and all subsequent firings were with green reload . There were no adverse consequences for the patient.